Event description:
The customer reported that during a lap-assisted vaginal hysterectomy, the jaws of the device could not be reopened while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no patient injury reported.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.